Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report a blood glucose reading of 331 mg/dl due to not taking enough insulin for dinner. Customer stated that the he received a failed battery test alarm even though the battery was good. He said the display had gone blank so the customer inserted a new battery, rewound the insulin pump, and then received a motor error alarm. Customer also reported multiple motor error alarms, bad battery alert, off no power alarm, and a motor position encoder error alarm. The customer found that he may have exposed the insulin pump to moisture. The customer was advised to revert to a backup plan, that the device would be replaced, and to return his device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistor. However, the currents are within specifications. No unexpected off no power or failed battery. No blank display. Lcd board tested ok. The motor passed motor test. The drive support disk was inspected and no anomaly was noted. No e70 alarm was found in the alarm history screen. The insulin pump had minor scratched lcd window, cracked near display window corners, cracked reservoir tube lip.